Event description:
Hill-rom received a report from the account stating the CPR was working intermittently. The bed was located in an empty room in (B)(6). There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom technical support provided troubleshooting to check the electronic switch on the CPR. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account stated that after troubleshooting they could not get the bed to duplicate the issue. The account did not know what could have resolved the issue based on this information, no further action is required.